Event description:
Doctor was doing a flexible ureteroscopy using a dur-8 and fiber. With the dur-8 deflected downward all the way in the lower pole of the kidney, he noticed that something was not quite right and when he moved the fiber, noticed that a piece about 5cm long had broken off. He pulled the fiber and dur-8 out and saw that the broken piece was not there. He noticed the broken piece in the bladder. He inserted a "cystoxope" sheath adn was able to flush it out. No harm was reported to the patient or dur-8.